Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in shunt in the moderately tortuous and moderately calcified artery. A 4.0-4/4t/90 symmetry¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation, the balloon ruptured when pressure was applied close to the rate burst pressure. The device was completely removed from the patient's body and the procedure was completed with another 4×4symmetry balloon catheter. No patient complications were reported and the patient's status was stable.